Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "the doctor drilled for a distal locking screw, removed the drill, inserted the depth gauge to measure for the screw length and the screw was selected. The nurse opened the screw. The doctor inserted the screw based on the length of the depth gauge which measured too long. The doctor then removed that screw and remeasured with a different depth gauge and inserted the proper length screw."